Event description:
It was reported that the user¿s teflon infusion site detached, they replaced the infusion set on the ilet, primed until drops were visible, inserted the new site, filled the cannula, and noted rising blood glucose to 212 mg/dl after eating cottage cheese and blueberries. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to establish a device problem or identify a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.